Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during surgery, the device became locked on tissue and cold not be re-opened. The device was removed by resecting tissue directly adjacent to the device. No patient injury.